Event description:
Report rec'd of catheter balloon rupture while in pt. The physician was repositioning the catheter in an attempt to obtain a pulmonary capillary wedge pressure. When the attempt to obtain the pressure was unsuccessful, the catheter was removed. The removed catheter balloon appeared to have all pieces intact upon removal. The pt had the catheter replaced without any report of harm of subsequent adverse event.